Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had an enlargement of a pelvic/vaginal prolapse so a pessary was used to improve their emptying.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a loss of therapy. Therapy was confirmed to be turned on and it was unknown if the patent had any falls or trauma which could have affected the system. The patient was switched to another program and the patient had an appointment to see their hcp the day following the call. The lack of therapy was described as starting 10 days prior to the call. An email from the patient indicated that they are using 2-4 pads each day and have urgency. Additionally, the patient indicated that by the time they reach the bathroom they had soaked through the pad. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.